Event description:
It was reported that an asymptomatic patient presented at the hospital. The left ventricular lead was dislodged and exhibited high threshold and loss of capture. The lead was explanted and replaced. The patient remained asymptomatic and would be continued to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.